Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient undewent a revision surgery due to rotator cuff insufficiency. Subject ID: (B)(6)"